Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. (B)(4) of the reported devices were received for evaluation; (B)(4) events were confirmed during testing. Evaluation found (B)(4) devices had internal corrosion and broken-down lubrication, (B)(4) devices had broken-down lubrication. These devices are not repairable and were not returned to the user facilities. One device was not received for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes (B)(4) malfunction events, in which the devices overheated. There was no patient involvement; no patient impact.